Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc (product technical complaint) result received on 11-sep-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical product issue and usability issues. No batch number was available for a technical batch investigation. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who was submitted to a hysteroscopy after essure (fallopian tube occlusion insert) insertion due to pain complaints. The hysteroscopy showed one essure was in the uterus and the other was stuck too far out of the oviduct. These inserts were removed; however physician was not sure if the essure in oviduct was removed completely; it appeared that a small piece remained behind. These events are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion to uterus or dislocation into fallopian tube or to peritoneal cavity. In this particular case, 2 to 3 years after essure insertion, one insert was found expelled to uterus and the other was dislocated within the fallopian tube at hysteroscopy. Although the exact mechanism of these events is unknown; given their nature causality with essure cannot be excluded. The physician also stated he removed both inserts during hysteroscopy; however he suspected one insert was not completely removed (regarded as a suspicion of device breakage). Once essure is placed, hysteroscopic insert removal should not be performed unless 18 or more trailing coils are seen inside the uterine cavity. Attempted removal with less than 18 trailing coils may result in fractured insert, fallopian tube perforation or other injury. Although device breakage was not confirmed at the time of this report; it was considered as related to the suspect insert as it was reported in association with essure removal. This case was regarded as incident, since device removal was required. Since no product was returned and no batch number was provided it was not possible to confirm any quality defect or device malfunction. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 20-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted around 2 or 3 years from the time of this report. In (B)(6) 2015, the patient went to the gynecologist due to pain complaints; the gynecologist used a hysteroscope to check what was going on and noticed that one essure was in the uterus and the other was stuck out too far from the oviduct. The essure located in the uterus was removed and the other essure was removed with a tang. Both were removed during check with the hysteroscope. The gynecologist was not completely sure if the essure that was in the oviduct was removed completely. It appeared that a small piece remained behind, but the physician will not check that. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who was submitted to a hysteroscopy after essure (fallopian tube occlusion insert) insertion due to pain complaints. The hysteroscopy showed one essure was in the uterus and the other was stuck too far out of the oviduct. These inserts were removed; however physician was not sure if the essure in oviduct was removed completely; it appeared that a small piece remained behind. These events are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion to uterus or dislocation into fallopian tube or to peritoneal cavity. In this particular case, 2 to 3 years after essure insertion, one insert was found expelled to uterus and the other was dislocated within the fallopian tube at hysteroscopy. Although the exact mechanism of these events is unknown; given their nature causality with essure cannot be excluded. The physician also stated he removed both inserts during hysteroscopy; however he suspected one insert was not completely removed (regarded as a suspicion of device breakage). Once essure is placed, hysteroscopic insert removal should not be performed unless 18 or more trailing coils are seen inside the uterine cavity. Attempted removal with less than 18 trailing coils may result in fractured insert, fallopian tube perforation or other injury. Although device breakage was not confirmed at the time of this report; it was considered as related to the suspect insert as it was reported in association with essure removal. This case was regarded as incident, since device removal was required. Since no product was returned and no batch number was provided it was not possible to confirm any quality defect or device malfunction. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is expected.

Manufacturer narrative:
Follow-up information received on 07-dec-2015: no new information. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-dec_2015 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically-confirmed, spontaneous case report refers to a female patient who was submitted to a hysteroscopy after essure (fallopian tube occlusion insert) insertion due to pain complaints. The hysteroscopy showed one essure was in the uterus and the other was stuck too far out of the oviduct. These inserts were removed; however physician was not sure if the essure in oviduct was removed completely; it appeared that a small piece remained behind. These events are listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion to uterus or dislocation into fallopian tube or to peritoneal cavity. In this particular case, 2 to 3 years after essure insertion, one insert was found expelled to uterus and the other was dislocated within the fallopian tube at hysteroscopy. Although the exact mechanism of these events is unknown; given their nature causality with essure cannot be excluded. The physician also stated he removed both inserts during hysteroscopy; however he suspected one insert was not completely removed (regarded as a suspicion of device breakage). Once essure is placed, hysteroscopic insert removal should not be performed unless 18 or more trailing coils are seen inside the uterine cavity. Attempted removal with less than 18 trailing coils may result in fractured insert, fallopian tube perforation or other injury. Although device breakage was not confirmed at the time of this report; it was considered as related to the suspect insert as it was reported in association with essure removal. This case was regarded as incident, since device removal was required. Since no product was returned and no batch number was provided it was not possible to confirm any quality defect or device malfunction. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow up attempts, no further information was obtained.